Event description:
Additional information received reported that the patient had urinary relief until the last day or so, and since then she had been urinating quite a bit. The patient wasn't able to adjust stimulation and didn't have the antenna over the implant. It was recommended that the patient reposition the antenna, she was on program 4 at 1.4 volts, and she increased stimulation to 1.6 volts. She planned to monitor her symptoms and adjust accordingly. Following the increase of stimulation it made her left leg jerk and she got a funny vaginal feeling. It was noted to be a ¿stimulation too high experience.¿ ten days later, the patient still hadn't experienced any improvement in symptoms. She was getting poor communication on the patient programmer, was directed to reposition the antenna, and this resolved the poor communication issue. The patient had previously lowered stimulation to 0.9 volts and lowered to 0.8 volts.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient stopped feeling stimulation the day prior to the report and used to feel stimulation before that. The patient also had a loss of therapeutic effect, felt the urge to go to the bathroom, and had leakage of urine the day prior to the report. The device was at 0.9 volts. The patient had an overstimulation sensation, increased stimulation from 0.9 volts to 1.6 volts the day of the report, and felt that stimulation was very uncomfortable. She felt ¿a lot of activities,¿ a lot of vibration, and it felt like too much. The patient used her patient programmer to check the device, the implantable neurostimulator (ins) was on, and she was on program 4 at 1.6 volts. She decreased the setting to 1.4 volts and now felt no stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had urgency for about a week or so and wanted to adjust stimulation. The patient was at a higher stimulation level, but decreased her stimulation to 0.9 volts on program 4. She then increased stimulation to 1.3 volts. She planned to follow up with her healthcare provider if this didn't relieve her symptoms.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0mmmh, implanted: (B)(6) 2014, product type lead. (B)(4).